Event description:
The patient reported that the "top lead rottened out in my chest" and that there was infection. The patient also reported understanding it was a "bad lead and it was contaminated". Follow-up attempts were unable to obtain additional specific information on the lead. The lead was removed and replaced in a different location. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.